Event description:
It is reported that when using the separator to separate the distal femur from the segment, the device jammed causing the surgery to be prolonged by 60 minutes.

Manufacturer narrative:
Eval summary: after repeated assemblies, the device functions as intended, however, so it is not clear how the device got jammed or why the implants were not able to be separated. With the info provided a probable cause cannot be assigned to the complaint. As returned, it is difficult to thread the t-handle screw shaft all the way into the wedge sub-assembly. The male threads on the screw shaft are damaged mid-shaft and the female threads on the wedge sub-assembly are also damaged. Both damaged components appear to contain some positive material. The wedge sub-assembly contains some scratches which indicate the instrument has been in the field. The instrument had a potential field age of approx 17 months at the time of return. The hardness of the instrument was tested and found to be conforming. No other instruments have been returned from this lot. The device history record was reviewed and found to be conforming, indicating this device was mfg, inspected, and packaged to spec.